Event description:
A customer reported estradiol (e2), and luteinizing hormone (lh ii) quality control (qc) l1 out of range on the aia-900 analyzer. In addition, the customer had failed american association of bioanalysts (aab) proficiency testing for thyroid stimulating hormone (tsh) and follicle stimulating hormone (fsh). The customer did not provide information about the results. A tosoh field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for e2, lh ii, and potential discrepant results for tsh and fsh. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A tosoh field service engineer (fse) assisted the customer with the reported event. The fse cleaned the wash probes and incubator, then replaced the tubes and the wash syringe. Afterwards, the fse performed a decontamination, resolving the issue. The fse validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The analyzer is functioning as expected. No further actions required. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaint identified during the search period. Review of related documentation the estradiol (e2), luteinizing hormone (lh ii), thyroid stimulating hormone (tsh) and follicle stimulating hormone (fsh) st aia-pack analyte application manuals state the following: evaluation of results: quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: - after calibration, two levels of controls are run in order to accept the calibration curve. -the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). -after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The thyroid stimulating hormone (tsh) st aia-pack analyte application manual also state: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.03 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The follicle stimulating hormone (fsh) st aia-pack analyte application manual also state: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was traced to biological contamination of the wash probes and incubator, and component failure of the wash syringe.

Manufacturer narrative:
Correction: previous component code: 3050 device ingredient or reagent. Corrected component code: 525 tube, 918 probe, 467 heater.